Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the quest line slipped off the y connector and the cardioplegia circulation line. The product was not changed out and there was 150 ml blood loss. The event did cause a 30 second delay in surgical procedure. The pt required 2 units of homologous red blood cells during cardiopulmonary bypass surgery. There was no observed harm to the pt, and surgery was completed successfully.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, no physical eval was performed. The root cause of the event is customer technique. Terumo recommends that all connections should be tie-banded. The customer did not tie-band their connection, resulting in disconnection of the quest line from the y connector. Terumo has revised the pack, and the complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed in file in quality management for appropriate tracking, trending, and f/u. (B)(4).